Event description:
It was reported the pt experienced withdrawal symptoms following a pump replacement in 2009. The pt experienced nausea, pain in the spine, and trouble with their bladder. The symptoms of nausea were present for about a month. The pt was sent in the clinic where several tests were done but nothing was found. Additional info received indicated the cause of the event was unk. Catheter dye studies were performed four days in 2009. A catheter revision was done in 2009. Additional symptoms of increased pain, sweats, and vomiting were reported. The drug used in the pump was hydromorphone 15 mg/ml at a dose of 2.750 mg/day. The pt outcome was reported as "no injury."

Manufacturer narrative:
(Used for "trouble with bladder").